Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombosis occurred. Target lesion #1 was located in the left anterior artery (lad). The target vessel reference diameter was 3.1mm and the lesion length was 24mm. Pre-procedure stenosis was 97% and post-procedure was 0% stenosis. A liberte stent with a diameter of 3.5mm and length of 28mm was implanted. Direct stenting was not attempted. An additional procedure was performed, reported as thrombo aspiration. The procedure was a technical success. Target lesion #2 was located in the lad. The target vessel reference diameter was 2.5mm and the lesion length was 13mm. Pre-procedure stenosis was 70% and post-procedure was 0% stenosis. A liberte stent with a diameter of 2.75mm and length of 16mm was implanted. No information stating if direct stenting was attempted. The procedure was a technical success. Target lesion #3 was located in the lad. The target vessel reference diameter was 3.1mm and the lesion length was 12mm. Pre-procedure stenosis was 72% and post-procedure was 0% stenosis. A liberte stent with a diameter of 3.5mm and length of 16mm was implanted. No information stating if direct stenting was attempted. The procedure was a technical success. Patient was discharged two days post procedure without anginal complaints or silent ischemia. Discharge medication included: asa 100mg and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use.(B)(4) : device not available for analylsis.